Event description:
It was reported that the lead exhibited loss of capture at 7.5 v at 1.5 ms. The lead also exhibited impedances of less than 100 ohms and greater than 2000 ohms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.